Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer's blood glucose (bg) was 350 mg/dl and was hospitalized for diabetic ketoacidosis. Customer received an insulin drip to address bg level. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer had an alternate pump available for insulin therapy.